Manufacturer narrative:
Philips service cleared disk space and recommended auto-archive configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that image store full, preventing storage of patient x-ray runs on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.